Event description:
Customer reportedly obtained results of 49 mg/dl, 79 mg/dl, 130 mg/dl, and 42 mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported. No strip information reported and no quality controls were used. Requested return of suspect device and replacement was sent.